Event description:
It was reported by service report that the foot end would not go down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The performance and specification of the bed could not be determined as the user facility could not locate the bed in question when the service technician was on site to evaluate the bed.